Manufacturer narrative:
(B)(4):the complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used to treat a bleed during a colonoscopy procedure on (B)(6), 2011. According to the complainant, during the procedure, the clip was tested outside the patient and it opened and closed without issues. However, when the clip was deployed onto the tissue, it opened and fell off the catheter into the patient. The physician retrieved the open clip and another resolution clip was used to successfully complete the procedure. There were no patient complications as a result of this event. The patient was reported to be fine post procedure.